Event description:
It was reported that after a successful rotoblator procedure and stent placement, the pt, complaining of chest pain, returned to the cath lab. It was revealed that the stent was occluded with thrombus. The pt was placed on reopro, and the entire artery was dilated. A dissection was noted in the vessel, distal to the originally placed stent. Another stent was placed across the dissection successfully. The pt recovered without any further complications.